Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 116065, model/catalog description: phase iii linear lead - 50cm.

Event description:
A report was received that during a revision procedure (MFR. Report no. 3006630150-2020-00402), the physician was unable to input one of the leads as it was compromised.

Event description:
A report was received that during a revision procedure (MFR. Report no. 3006630150-2020-00402), the physician was unable to input one of the leads as it was compromised.

Manufacturer narrative:
Additional information was received that the compromised lead only meant that it could not be advanced correctly into the ipg port. The physician opted to utilize one lead that was already in the ipg. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.